Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 300, 258, 383, 430 and 233 mg/dl non-fasting. The customer¿s expected non-fasting blood glucose test result is 180 mg/dl; customer's fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer¿s expiration date is 07/31/2021. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 300 mg/dl date: (B)(6) 2019 time: 06:36pm non-fasting; result 2: 258 mg/dl date: (B)(6) 2019 time: 04:34pm non-fasting; result 3: 383 mg/dl date: (B)(6) 2019 time: 04:35pm non-fasting; result 4: 430 mg/dl date: (B)(6) 2019 time: 04:26pm non-fasting; result 5: 233 mg/dl date: (B)(6) 2019 time: 12:59pm non-fasting.

Manufacturer narrative:
Sections with additional information as of 15-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.